Event description:
Aline placed in right femoral artery, catheter was defective and blood was coming out the side of aline catheter besides lumen, threaded a wire without any resistance to change out the defective catheter, pulling back the catheter only the lumen along the small catheter portion came with remainder of the portion broke off inside patient's femoral artery. Guide wire was left in place inside the patient's right femoral artery and vascular surgery notified. Vascular surgery came to bedside for evaluation and after discussing with attending decided to have CT done and take patient for emergent intervention to or for removal of catheter.